Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign, event occurred in japan. Review found that the device would not power on. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause is attributed to a manufacturing issue exacerbated by a design issue. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery on (B)(6) 2026, the unit did not work at all, not even the motor. There was no patient impact but it is unknown if there was delay. During the investigation, it was found that the batteries in the pack had leaked electrolyte inside the pack. Due diligence is complete and there is no additional information available.